Manufacturer narrative:
Date of event- estimated as a few months post implantation as noted by the patient commenter. Implant date - estimated as the date of implant is unknown, but it is stated this occurred last year. Thus, 2020 was used for the year.

Event description:
It was reported via social media that a thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. The patient was taken off their xarelto medication regimen after this procedure. A few months post procedure, the patient developed a thrombus. The patient was then placed back on blood thinners.